Event description:
According to the reporter, the patient experienced a lot of blood loss due to ligasure seals bursting day 1 of post-operative laparoscopic sleeve gastrectomy and required a blood transfusion. Estimated blood loss during surgery was 50ml. The patient received red blood cells and had elevated blood pressure post operatively. The patient had no medication prior to procedure. The patient was given enoxaparin, hyoscyamine, pantoprazole, hydromorphone (as necessary), ketorolac and paracetamol as a standard medication post-op. Hemoglobin variable from low 7 to high 9 and symptomatic. There were no obvious signs that the generator and ligasure was not working properly during the procedure. There was a seal cycle complete end tone and obvious signs of energy delivery, no re-grasp alert. The patient is now stable.

Manufacturer narrative:
Concomitant medical products: lf1944 - (B)(4), lot# unknown. If information is provided in the future, a supplemental report will be issued.